Event description:
I used renu with moisture loc contact lens solution from 09/01/05 thru 12/2005. I was diagnosed with fusarium keratitis and was taking anti-fungal medicines. I am currently still under dr's care. I have scarring in my right eye and have pain. I cannot wear my contact lenses.